Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: (B)(4). The representative went out to the site to preform a system check out. It was noted that the system passed and performed as intended and no hardware parts were replaced? If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy and the navigation was off by a centimeter (10 mm). Navigation was aborted after he verified all other instruments and discovered the inaccuracy. There was no reported harm to the patient involved at this time and surgical delay is pending further information.

Manufacturer narrative:
Additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the clinical specialist reported that there was approximately a 10 minute delay and no impact to patient. Surgeon was trying to verify the midas on the reference frame that was attached to the patient. The clinical specialist performed a system checkout and system is functioning as designed.

Manufacturer narrative:
H2) additional information was added to the event description medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the health care professional (hcp) chose to use a c-arm to finish the placement of screws. The instruments were verified while the reference frame was attached to the patient. It was determined that the reference frame had moved when the hcp and his pa were removing the drape from the patient. The drape caught on the reference frame and was pulled. The spine clamp was moved from its original position during the spin.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the issue could not be replicated during the system checkout. If information is provided in the future, a supplemental report will be issued.